Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the tear in the soft tip appear to be related to procedural conditions due to the clip becoming caught on the tip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The mitraclip delivery system device referenced is being filed under separate medwatch report.

Event description:
This is filed to report the torn tip of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. When advancing the clip delivery system (cds) through the sgc, prior to attempts to straddle, the delivery catheter (dc) handle was inadvertently jerked back which placed the clip close to the wall. The grippers appeared to be bent and damaged, so it was decided to remove the cds. During removal of the cds, the clip caught on the sgc tip. After some additional maneuvers the cds was able to be removed. The sgc tip was noted to be torn; however, the same sgc was used with a new cds which was able to be deployed successfully. 2 clips were deployed successfully and the final mr was 1+. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.